Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an inoperable ipg. Connection was attempted, but the ipg would not communicate with the programmer or charger. As a result, the ipg was explanted and replaced.